Event description:
It was reported that the user experienced a nocturnal hyperglycemic event with a peak blood glucose of 518 mg/dl while using the ilet and subsequently performed two infusion set changes and administered additional subcutaneous insulin by pen while still connected to the system; education was provided regarding risks of insulin stacking and potential algorithm confusion. Symptoms included hyperglycemia. Outcomes included return to target range by the time of the call. Investigation included user troubleshooting and review of infusion set changes and technique, with discussion of algorithm function and safe correction practices. Investigation of this case revealed no identifiable device or infusion set malfunction reported by the user and no visible infusion set issues were recalled, so the source of hyperglycemia could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.